Event description:
It was reported to technical services on (B)(6) 2011 that this caller received a check rv lead message. Caller was seeing a-wave amplitude >25mv and 1 point with r-wave amplitude of 2mv. This would be considered out of range and the caller is working with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).